Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-09372. It was reported that the patient presented in clinic with lead noise on the right atrial lead. It was also noted on an x-ray that the left ventricular lead dislodged. The leads were explanted and replaced. The patient was stable before, during, and after the procedure.